Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced discomfort at the ipg site since the ipg was moving with different positions. As such surgical intervention was undertaken on (B)(6) 2024 where the ipg sutured and stabilized within the same pocket. Therapy was restored.